Manufacturer narrative:
A lens work order search was performed. No similar complaints were found. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter stated that the surgeon explanted a micl13.7 implantable collamer lens due to incorrect sizing. The reporter indicated that the 13.7mm micl caused the patient to go into angle closure. The surgeon performed a surgical pi ( peripheral iridectomy) which did not remedy the situation. The white to white was remeasured and a shorter lens length (12.6mm) was implanted. If additional information is received a supplemental medwatch report will be submitted.